Event description:
It was reported that patient experienced an infection behind the ear. Surgical intervention was undertaken wherein the extensions and ipg were explanted and replaced. Patient had a pinhole behind the ear, surgical debridement was done before replacing the extensions and ipg. Effective therapy was restored post operatively.

Manufacturer narrative:
An event of infection was reported to abbott. The patient had a pinhole in his skin behind the ear so the physician decided to open up, clean out the wound and re tunnel 2 new extensions and ipg. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.